Manufacturer narrative:
The insulin pump received with blank display due to moisture damage at electronic assembly. The insulin pump received with moisture damage at motor assembly. The insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
Customer called reporting that his insulin pump went through the washing machine and now it is not working. Customer's blood glucose level is 190 mg/dl. The device was exposed to water. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.